Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The on / standby switch was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The on / standby switch was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown during pre-use checkout resulting in a loss of mechanical ventilation. There was no patient involvement.